Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap contacts corroded. Proceeded to use new battery and battery cap. Unit powered on successfully. Unit failed the self-test when no vibrations were noted during vibration test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. However, corrosion was noted on battery harness assembly around the vibrator. Additionally, corrosion was noted on pcb1 around the external battery connector. Due to moisture damage, isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case ¿ display window corner, cracked case, cracked lcd window, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of pump not vibrating were confirmed when no vibrations were noted during self-test, due to corroded battery harness. Additionally, moisture damage was found on electronic assembly during deconstructive analysis. Isolate to electronic assembly. Additional information has been received which was not included in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the screen, and the vibration no longer work. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.